Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported difficulty with suction on both vacuum one and vacuum two during a lasik procedure. The patient was moved to another laser to complete the procedure with no patient harm. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. At the visit on site, the field service engineer performed verification of system according to specifications. He replaced the 3/2 valve, vacuum connectors, and the connector plugs as a preventive measure but could not confirm a device malfunction. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).